Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station's time was behind actual time and affected the order population time. The device's time was corrected, and orders crossed over correctly. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system delayed patient care for approximately 5 minutes because orders were not crossing over during a rapid sequence intubation event. The customer confirmed that the patient did not suffer any harm or require any medical intervention to prevent harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d5, d9, h4, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station's time was behind the actual time which effected the order population time. The device name was corrected, and orders crossed over correctly. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis medstation es system delayed patient care for approximately 5 minutes because orders were not crossing over during a rapid sequence intubation event. The customer confirmed that the patient did not suffer any harm or require any medical intervention to prevent harm. There were no adverse events or injuries reported based on this event.